Event description:
It was reported that the device was no longer effective; this was a sudden change that occurred about two weeks prior to the report. The patient indicated maybe she had "caught a bug." It was indicated that it started with diarrhea, and then urinary incontinence followed. At the time of the report, the patient switched from program 1 to 2, and stimulation was increased to 1.9v. It was noted that the patient was able to feel comfortable stimulation. The patient was implanted for gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient. It was reported that the fecal and urinary incontinence had been resolved. The cause was that the device just needed readjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.